Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the pen needle autoshield duo 30g x 5mm when the insulin injection is carried out, the medicine cannot be completely pushed out. The needle tube is blocked and the injection cannot be completed. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the needle is blocked and the injection cannot be completed.

Manufacturer narrative:
H.6. Investigation summary: one open 30g x 5mm safety pen needle sample was returned from an unknown lot. No., cat no. 329505. Visual examination of the returned sample was carried out and it was observed that the sample was activated. Due to the condition the sample was returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As the sample was activated upon receipt no further investigation can be carried out.

Event description:
It was reported that during use of the pen needle autoshield duo 30gx5mm when the insulin injection is carried out, the medicine cannot be completely pushed out. The needle tube is blocked and the injection cannot be completed. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the needle is blocked and the injection cannot be completed.